Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation was completed on 17-may-2018 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank as per the allegation. Investigation duplicated the complaint. Moisture contamination was found inside the pump affecting the display flex.